Event description:
The manufacturer received information alleging a patient's target tidal volume was not being reached. Further investigation found that the patient was receiving the inspiratory pressure as set on the device, however, was not reaching the desired tidal volumes. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.